Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510k: similar to device marketed under PMA/510(k): k211875. Investigation is still in progress.

Event description:
Description of event according to initial reporter: this was the 2nd attempt at trying to retrieve a filter that had been insitu for 8 weeks. After trying to free hook from tissue with forceps and no success with support of ir. Surgeon performed a laperotomy to retrieve filter. Filter was completely retreived intact. Patient outcome: the patient underwent a surgical intervention to retrieve the filter.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that it was the second attempt to retrieve the filter that had been in situ for 8 weeks. After forceps couldn't retrieve the filter, the surgeon performed a laparotomy to retrieve the filter. The filter was successfully retrieved with the laparotomy with no harm to the patient reported. Three fluoroscopic images were provided for imaging review. Per imaging reviewer¿s findings: ¿three sequential fluoroscopic images from an inferior venacavogram demonstrates a select platinum ivc filter in the inferior vena cava. The entire hook, neck, and proximal body of the filter project outside of the column of contrast indicating penetration. At least 2 of the secondary legs appear mal-aligned one projecting immediately adjacent to the filter hook, the other oriented near perpendicular to the long axis of the filter. Two of the primary filter feet project greater than 3 mm outside of the column of contrast indicating penetration. All 8 of the secondary filter legs are faintly appreciated. All 4 of the primary filter legs are present. Relative to the central line of the ivc the filter demonstrates approximately 20-degree leftward tilt. There is a forcep device along the caudal aspect of the filter and a large sheath just cranial to the filter. The ivc measures approximately 17 mm in diameter.¿ per imaging reviewer´s impressions: ¿per the complaint report, the select platinum ivc filter was placed approximately 8 weeks prior to the images submitted for review. There had been 1 previous filter retrieval attempt performed, but the images from this attempt were not submitted for review. On the images submitted, there is a select platinum ivc filter which demonstrates significant penetration of the hook, neck and proximal body of the ivc filter through the wall of the ivc, penetration of multiple primary filter feet, a significant leftward tilt, as well as significant malalignment of multiple secondary filter legs. It is uncertain to what degree these abnormal configurations were present prior to the first filter retrieval attempt. Unfortunately, during filter retrieval attempts, the filter can be manipulated in a fashion that results in worsening penetration and worsening malalignment. Without the previous retrieval attempt images submitted for review, it is difficult to determine how much of the current configuration is a result of the previous retrieval attempt. Furthermore, given the degree of tilt that is present, the actual filter placement images would be helpful to determine if this tilt and penetration developed over time, or if the filter was deployed with a significant tilt which contributed to this perforation. Given the short time frame in which the filter was in situ, I would suspect the filter was deployed with a significant leftward tilt which resulted in the observed. Without the placement images, this is only a hypophysis based on the degree of tilt, the degree of penetration and the time frame. The physicians were unsuccessful in retrieving the filter endovascularly and attempted to use bronchial forceps as well as the gunther tulip retrieval set. Patient did end up going to surgery where the filter was retrieved in its entirety via a laparotomy. Challenging and unsuccessful filter retrievals are usually a byproduct of a filter with some degree of significant tilt and/or penetration, especially involving the hook and neck, as this filter exhibits. Potentially, an earlier retrieval attempt and/or a deployment without any significant tilt may have decreased the risk of unsuccessful retrieval.¿ cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: retrieval failure there are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information and imaging review an exact cause for this event cannot be established. However, a possible cause it that the filter was deployed with a significant tilt which made it impossible to retrieve the filter endovascularly after 8 weeks in situ. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.